Manufacturer narrative:
The reported patient blood loss has been attributed to operator error. The operator did not follow device labeling instructions to return the pt's blood following completion of the dialysis treatment. There is no evidence to suggest that a device malfunction occurred. The blood loss was reviewed with facility staff. A direct correlation between the nxstage system one and the reported pt blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that at the end of a routine hemodialysis treatment, the operator disconnected the pt from the blood circuit forgetting to return the pt's blood. This resulted in an estimated 210cc blood loss. No medical intervention was required.